Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the sheath, 4fc12 with lot 83482, were returned and analyzed. The data files showed at least six injections were performed with balloon catheter, 2af283 with lot 39438, on the date of the event with no system issue. Visual inspection of the sheath showed the device was out of plane due to a kink 1.030 inches from the tip. In conclusion, the reported sheath twist has been confirmed through testing. The sheath, 4fc12 with lot 83482, failed the returned product inspection due to a kink in the shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath became "twisted while trying to rotate to the right side". The sheath was replaced without resolve. It was indicated that the patient had difficult anatomy. The case was aborted and the patient was not under general anesthesia. No patient complications have been reported as a result of this event. (B)(6) 2017, the sheath subsequently tested out of specification per the manufacturer's investigation.